Manufacturer narrative:
A ge service rep called the customer and found that the customer had been fluoroing for training studies, and the system was being run for approximately 2 hours. The system was first exhibiting filament regulation error, but customer continued using system. The system was found to be working and put back into service.

Event description:
The customer reported that the 9800 system had a filament regulator error and the image went black. No pt injury was reported.